Event description:
It was reported that balloon rupture occurred. A 12.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured and was vertically separated near the middle part. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.